Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose values and believed the insulin was under delivering. Blood glucose value was 514 mg/dl at the time of the incident. The customer treated via syringe. Troubleshooting was performed and the customer was advised to change the entire set and reservoir. The insulin pump will not be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.